Manufacturer narrative:
Device was initially received for the complaint that the battery compartment has been damaged. During investigation found a damaged air detector. This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. The complaint of battery compartment has been damaged confirmed through visual inspection and replaced battery compartment. The device passed all testing criteria during performance verification testing.

Event description:
It was reported that the battery compartment has been damaged. During investigation found a damaged air detector. This malfunction makes the event reportable. The event had occurred during testing and there was no patient involvement.